Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience high blood glucose. Customer's blood glucose level at the time of the incident was over 400 mg/dl. It is unknown how the customer treated the high blood glucose. Troubleshooting was completed for the no delivery alarm. During troubleshooting for the no delivery alarm, the infusion set had a bent cannula when removed. The insulin pump will not be returned for analysis.